Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she received a calibration error and her blood glucose was 400 mg/dl. Customer was getting low blood glucose warning and it was off by 200 points. Customer stated that she calibrated and less than 10 minutes later, she received another calibration error. Customer stated that she exited from that alert and received a change sensor alert. Troubleshooting was performed and the customer's blood glucose was 487 mg/dl. Customer treated with the pump and a manual injection. Customer did not have a tubing clamp. Customer will be shipped a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to do a complete set change. Customer also had a threshold suspend alarm when her sensor glucose value was 40 mg/dl. Customer lowered the basal setting and asked why the alarm was triggered since her blood glucose is above the threshold suspend limit of 150 mg/dl.